Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist confirmed that the issue was resolved by the customer and no needed further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, registered nurses were not able to access the refrigerator. The customer reported that the malfunction occurred when the user tried to issue medication to the patient, however no delay was reported there were no adverse events or injuries reported based on this incident.